Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "fragmin" was drawn up into 2 of the bd micro-fine¿ insulin syringes with needle and used after "6 days", but it was "not possible to push the plunger to get the fragmin out" during use.

Manufacturer narrative:
Customer returned (1) loose 3/10cc, 8mm syringe. Customer states that it is not possible to push the plunger to get the fragmin out of syringe, syringe seems clogged. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8134941 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200763681] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that "fragmin" was drawn up into 2 of the bd micro-fine¿ insulin syringes with needle and used after "6 days", but it was "not possible to push the plunger to get the fragmin out" during use.